Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the dat test at 0.0872 inches. Successfully downloaded history files and traces using thump software. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 14-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. ¿ the following were noted during visual inspection: minor scratches on lcd window, scratched case in summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer keeps on getting alerts on low and alerts before low. The customer alleges pump is over delivering the customer reported a blood glucose value of 80 mg/dl. The customer experienced hypoglycemia and was treated with a glucagon tablets. The event involved product(s) mmt-332a, mmt-1884, and mmt-242a, and mmt-7040a. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-332a, mmt-1884, and mmt-242a was requested, and the customer's response was that the device would be returned.frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a- snsr